Manufacturer narrative:
The glidescope smart cable and a glidescope video monitor were returned for evaluation. A technical service representative connected the returned smart cable to the returned video monitor and confirmed the static green lines. The technical service representative isolated the issue to the smart cable using known good video monitor. The returned video monitor was tested to specifications and was returned to the customer, in addition the customer was provided with a replacement spectrum smart cable. Since there are no repairs available the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there were static green lines displayed on the video monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.